Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for (B)(6). The erroneous results were reported outside of the laboratory. The initial (B)(6) result from the e411 analyzer was (B)(6). The sample was repeated and the result was (B)(6). The result from the abbott architect method was (B)(6). The customer thinks the abbott architect result is correct. The patient was transferred to another hospital. No adverse event occurred. The e411 analyzer serial number was not provided. The sample was requested for investigation; however the sample is no longer available. A specific root cause could not be identified since the sample was not available to complete the investigation.